Manufacturer narrative:
Complaint conclusion: this patient of unknown age and medical history experienced a thrombotic event and a myocardial infarction approximately two years after implantation of a cypher stent. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the right coronary artery (rca) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the rca. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for an unknown duration. Approximately two years later the patient experienced the thrombotic event and myocardial infarction. Plavix therapy had been discontinued prior to the event. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
A patient experienced stent thrombosis and subsequent myocardical infarction (mi) approximately 25 months after a cypher stent was implanted in his right coronary artery (rca). Plavix therapy had been discontinued prior to the event.